Event description:
It was reported that the customer has problems with his blood glucose level elevating on the third day of using his infusion set. Customer rotates his site on the right side of abdomen.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.